Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right femur peri- prosthetic fracture status post bilateral total hip replacement (B)(6) 2016. No known patient or device related issues that contributed to the event.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: although the product was not returned for evaluation, device images were provided. A review of the images by a clinical consultant indicated "extensive adherent bone on the stem ingrowth surface indicating the stem had solid bone ingrowth fixation prior to fracture and removal". The device was otherwise visually unremarkable. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "device-related factors play no role because the problem is located outside the device and materials and/or manufacturing aspects of the device play no role in pp-fracture failure scenarios as also supported by the appearance of the explanted devices on the provided photographs. This pi case is not device-related" device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records concluded. "Device-related factors play no role because the problem is located outside the device and materials and/or manufacturing aspects of the device play no role in pp-fracture failure scenarios as also supported by the appearance of the explanted devices on the provided photographs. This pi case is not device-related". The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Right femur peri- prosthetic fracture status post bilateral total hip replacement (B)(6) 2016. No known patient or device related issues that contributed to the event.